Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the pulse generator connector. Eventually the lead was inserted into the header and the device was implanted.